Event description:
Pt had spinal fusion surgery. Md placed jackson pratt drain in surgical site next to spine. Rn removed drain two days post-op with no problems documented. Pt required a return to surgery approximately 5 weeks later due to a dislodged screw/hardware repair. During the surgery, 6" of the jackson pratt drain was also recovered. Appears to have broken off when rn originally removed the drain. No infection or untoward effects on the patient. Pt recovered and discharged 9 days post-op. Surgeon speculated that a suture may have caught the drain during closing, resulting in a partial tear across the drain. The rn, when pulling, would have torn the remainder of the width of the drain.======================manufacturer response for silicone flat drain, bard (per site reporter).======================none yet.